Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The device had no button error alarms; however, it had intermittent button response due to moisture damage on the keypad trace. The insulin pump had a minor scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, and reservoir tube cracked. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 151 mg/dl. The customer complained about her insulin pump having button error alarms every year because of the hot weather. Advised the customer to discontinue use of the insulin pump and revert to a backup plan. Troubleshooting was not performed due to the button error alarm. The device was returned for analysis.